Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: "transitional syndrome" spondylolisthesis, t12-l1, status/post posterior spinal fusion, l1-s1. Spinal stenosis, t12-l1. Ossification of the posterior longitudinal ligament and ligamentum flavum. For which, patient underwent following procedures: exploration of fusion, l1-l2. Removal of instrumentation l1-l2 . Posterior spinal fusion, t12-l1. Posterior spinal instrumentation- segmental pedicle screw fixation, t12-l1. Lumbar laminectomy, t12-l1. Harvesting of local bone graft. Per op-notes, following decortication, legacy polyaxial pedicle screws were placed in each of the holes created previously at t12 and l1 bilaterally. Autogenous local bone graft was harvested front the remnants removed during the laminectomy. Cortical and cancellous fragments including the spinous processes, lamina, and facets were morselized for use with autogenous local bone graft. This was supplemented with the use of morselized allograft bone fragments and mineralized bone matrix and bone morphogenetic protein- impregnated collage sponges. Patient tolerated the procedure well with no complications reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.